Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was found operating in backup vvi mode. No patient symptoms were reported. A software download successfully restored the device.